Event description:
During surgery for lumbar drainage, the lumber catheter was placed in the patient about 1 cm under the skin and touhy needle was removed. Then, the doctor pulled the catheter back about 1mm. However, the catheter broke. There was no pt injury reported at this time.